Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were hospitalized on (B)(6) 2020 for treating for low blood glucose level 29 mg/dl which was treated by glucose drip. Customer declined troubleshooting for low blood glucose level. Device will not returned for analysis.